Event description:
It was reported that the patient presented in clinic for a routine check-up. During the procedure upon review of remote transmission it was noted that the right-atrial (ra) lead exhibited noise. No resolution was performed. The patient condition was unknown.